Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 2 years, 4 months due to prosthetic aortic valve endocarditis with stenosis. Per the op report, this patient initially did well post implantation of his prosthetic valve. But over the last 6 months he has had progressive shortness of breawth, fever, and abdominal ascites. He had an extensive evaluation revealing prosthetic aortic stenosis. He had step bacteremia and was being treated with antibiotics, although there was no evidence of endocarditis by echo. The echo did, however, reveal severe aortic stenosis with the leaflets of the prosthetic valve barely moving. Therefore, patient was referred for redo-aortic valve replacement. Upon looking at the valve, it was obvious that there was advanced prosthetic valve endocarditis. There were vegetations all over both the ventricular and aortic side of the leaflets and the annulus was quite tenuous. The valve was excised in its entirety. There was a large abscess cavity immediately underneath the annulus tracking down towards the left ventricular outflow tract. This was debirded back to viable tissue. Another edwards bioproshtetic valve was implanted and the patient was separated from cardiopulmonary bypass without the assistance of inotropes. Ventricular function was good.

Manufacturer narrative:
(B)(4). Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, the vegetations of the valve likely contributed to the patient's stenosis. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. No further actions are possible with the available information.